Event description:
The device was applied during an unspecified procedure. The safety shield did not retract. The surgeon applied another instrument to complete the procedure. The hospital has reported that no pt injury occurred.